Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Failure observed during analysis. A partial lead with the distal tip measuring 53.6cm was returned for analysis. External insulation abrasion was noted at 6.0-7.6cm, 15.8-16.5cm, and 16.0-16.5cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations.